Manufacturer narrative:
Result: faulty gear box on fowler motor caused the fowler to drift down with weight.

Event description:
It was reported by service report that the fowler was drifting down when weight was applied. No pt involvement or adverse consequences were reported.